Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that matrix drawer 1 had failed. The fse opened the back and found numerous booklets blocking the sensors and chassis. The debris was removed, and the drawer was tested using the hardware testing application. The drawer was fully functional after the jam was cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and error message displayed required maintenance. The customer attempted troubleshooting by rebooting the station and also performed a shutdown by unplugging the power cord for 2-5 minutes before reconnecting it and powered the unit back on. However, after restarting and attempted to recover the drawer, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.